Event description:
It was reported that upon interrogation, premature battery depletion was noted. Patient condition is good. The device was explanted.

Manufacturer narrative:
No medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below expected limits. A high current draw by the rf telemetry module was found during bench testing. The root cause of the premature battery depletion was an anomalous rf telemetry module.